Manufacturer narrative:
B4:07aug2021. Complete information has been provided in the initial report.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that the touchscreen is not working and will not calibrate. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that certain areas work, and the calibration does not complete. The rse advised to replace the touch screen and provided replacement part information for the customer to order a new one. A good faith effort was made to the customer who stated the touchscreen was replaced which resolved the issue. The device returned to functionality after repair was completed and was returned to service.